Manufacturer narrative:
No product is available for return. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported they wore a brand-new daily contact lens and experienced a burning sensation upon initial use. Although the lens caused the burning sensation, the consumer continued to wear the lens all day, and the burning sensation eventually ceased. The consumer sought medical treatment and was told the lens had caused an ulcer on the entire surface of the cornea. The entire surface of the cornea was burned creating a large wound in eye which left all the nerves exposed as all the cells were sloughed off. Consumer also experienced a loss of eyesight in right eye. At the time of this report the consumer has been under medical treatment since (B)(6) 2025. They were referred to a cornea specialist and were treated for the right cornea. The consumer was prescribed an unknown antibiotic and at the time of this report has not regained sight for right eye. The consumer also stated the package was difficult to open and there was very little fluid in the package. Attempts for additional information were completed with no response from customer. This information was received through medwatch5173114.